Manufacturer narrative:
Insulin pump was received with case cracked behind pump near battery compartment, case cracked behind pump at corner of belt clips rails, cracked battery tube threads and motor not functioning due to improperly plugged in motor flex tail. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment damaged. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.